Event description:
Patient presented for single lumen PICC line placement under fluoroscopic visualization. The peel away sheath and 11 cm of the catheter were removed. The catheter was attached to the hub device. Upon aspiration, there was no blood return. One cc of saline was instilled with no resistance. The hub was checked and the catheter was no longer attached to the hub and was not visible. Fluoroscopy was performed showing the catheter to still be within the upper arm. Attempted retrieval with mosquito clamp and blunt dissection to the level of the catheter; however, the catheter embolized into the vein and subsequently to the pulmonary artery. The patient then underwent interventional retrieval of the catheter.